Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue and a new lead was placed. Additional information received indicated that this ra lead was dislodged. This ra lead will not be returned as it was damaged during the replacement procedure in order to retain access. No additional adverse patient effects were reported.